Event description:
It was reported that a patient, who had an initial total left knee replacement on (B)(6) 2019, underwent a revision procedure on (B)(6) 2023, approximately 4 years 1 month post the initial procedure. The postoperative course was normal: discharged on (B)(6) 2019, followed up on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2020, with no reported painful symptoms or specific limitations. On (B)(6) 2023, the patient returned, reporting the sudden onset of significant swelling in the left knee, which began four months earlier without apparent trauma and without painful symptoms. Clinically, there was evidence of laxity in the medial collateral ligament during dynamic valgus stress maneuvers and pressure pain on the medial tibial plateau. X-rays revealed increased radiolucency of the medial and posterior tibial plateau. Additionally, the x-ray examination also showed asymmetry in the femoro-tibial spaces (anteroposterior projection) with narrowing of the medial space. The clinical and radiographic picture may be indicative of a prosthetic rejection or intolerance issue, and therefore, a revision surgery will be performed. Due to the logic recall, the surgeon required to investigate about the polyethylene. Outcome of surgery/incident to patient: as referred by the surgeon, the patient went to the attention of the surgeon because he had a big lipoma on his knee medial side with a slight instability, not for a big pain. During the incision, the surgeon aspirated the synovial fluid to analyze it (the liquid was not so much; the knee was quite dry). The polyethylene was damaged. The surgeon found a tissue periprosthetic reaction around the knee, that was removed and analyzed. The knee prosthesis was well fixed. The knee components were removed. On the femoral side, the cement stuck to the bone. On tibial side, after hard work, the cement remained attached to the tibial component. On tibia bone there was the presence of a hole on medial side, the hole was filled by yellow tissue. On the femoral bone, there was the presence of a big and deep geode on the lateral side, no geodes on medial side. However, the femoral bone appears quite good. The ligaments were good. All actions taken in response to this incident to date: the surgeon decided to proceed with a revision implant. He performed a s&n (legion system with oxynium) with 2 tibial wedges to raise a good joint line and 2 distal femoral wedges, long femoral and tibial stems. No hinged knee was performed, he has implanted a standard ps with 11mm liner. At the end of the surgery, the knee was stable with a good rom. The lipoma was outside the capsula, infiltered on posterior medial part of vastus muscle. After a few attempts to remove the lipoma from inside the capsule, the surgeon decided to leave the lipoma and to close the skin to avoid infection risks. The lipoma will be examined and followed by specialized surgeon. All the tissues and liquids will be analyzed, results will be forthcoming.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomtants: 5684784, 02-012-45-5050, logic tibial fit tray 5f/5t; 5670267, 02-010-01-0250, logic femoral component 5 left. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be confirmed as the device was not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the reported instability cannot be confirmed from the provided information. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be confirmed as the device was not returned for evaluation. H6: problem code, component code, investigation conclusion codes added. The following sections were corrected: e codes: pain and arthritis, component code: appropriate component code/term not available, investigation findings codes: no findings available and packaging materials problem, investigation conclusion codes: no problem detected and known inherent risk of device no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.